Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported that while infusing smof lipids to a patient in the nicu, the pump alarmed for occlusion then an hour later they noticed a leak between the tubing connector and the primary tubing. There was also an hour delay in treatment due to the time it took for the new medication to be delivered to the nicu. There was no harm to the patient.

Event description:
The customer reported that while infusing smof lipids to a patient in the nicu, the pump alarmed for occlusion then an hour later they noticed a leak between the tubing connector and the primary tubing. There was also an hour delay in treatment due to the time it took for the new medication to be delivered to the nicu. There was no report of harm to the patient.

Manufacturer narrative:
The customer¿s report of an occlusion and leak was confirmed. The occlusion was identified as the set became clogged during its use and the observed leak at the engagement of the exit end of the syringe administration set and entrance luer end of the filter extension set. Functional testing verified there was no leaking at the connection between the two components. Testing was performed; approximately an hour into the infusion, an occluded patient side alarm occurred. Further inspection observed a fluid leak at the engagement of the exit end of the syringe administration set and entrance luer end of the filter extension set. No other leak was observed from anywhere else. The root cause was the manual connection between the mated components not being fully secure.